Event description:
It was reported the patient presented to the emergency room after feeling syncopal and receiving 40 appropriate shocks for high ventricular rates. Due to the high number of shocks, the implantable cardioverter defibrillator (ICD) reached its max charge time. A capacitor maintenance test was performed. The patient was in stable condition.